Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and a cardiovascular event and subsequently expired on or about (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products: mdrs #2937457-2014-01208, 01209, 1225714-2014-05124, 05125, and 05127.